Event description:
It was reported that the patient presented to the hospital for a generator change procedure. During the procedure, it was discovered that the right atrial (ra) lead exhibited under-sensing and noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2024. The patient remained in stable condition.